Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped for a right femoral artery insertion. When the fos (fiberoptix sensor) connector was inserted into the pump the fos failed to zero. The md requested another iab for insertion. The second iab was prepped, zeroed and inserted without difficulty. There was no reported pt death or injury. There was no reported delay or interruption in intra-aortic balloon pump (iabp) therapy. There were no reported pt complications and the pt outcome is listed as "still admitted". Additional info received on (B)(4) 2012, stated the sales rep spoke to the rn and found that iab would not zero prior to insertion. The iab was inserted and an attempt to manually zero was made without success. The iab was removed and another iab was prepped and inserted via the same insertion site without difficulties.

Manufacturer narrative:
(B)(4). Follow- up report will be filed if additional info becomes available.